Event description:
Device issue: difficult to remove. Time of device issue: during vessel closure. Adverse event: none. It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure of the right femoral after a diagnostic procedure. Reportedly, after clip deployment, resistance was felt during device removal. When the device was removed, the clip deployed in the intended location and achieved hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.